Manufacturer narrative:
Device was returned due to infection. As received device was at normal operating level. Electrical functions of the device were tested and found to be normal. Electrical, longevity, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for an entire system explant procedure due to infection. The physician alleges that the device implant procedure may be related to the infection. The physician explanted and replaced the pacemaker on 13 aug 2021. The patient was in stable condition before, during and after the procedure.